Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right tha was done with accolade stem and trident cup, trident liner ,v40 head at (B)(6) 2013. After that, the hematoma was formed by falling down and the patient had pain. The hematoma was confirmed by x-p and MRI and the v40 head was changed.

Manufacturer narrative:
An event regarding patient factors(hematoma) involving a metal head was reported. The event was confirmed. Method and results: -device evaluation and results: a visual inspection was carried out on the returned device which identified nothing remarkable. A dimensional and functional inspection was not carried out as reported event was not related to these. -medical records received and evaluation: a review of the provided x-rays and MRI by a clinical consultant indicated: procedure-related factors: - none. Patient-related factors - external trauma to the arthroplasty after a fall. Device-related factors: - none as also supported by explant photographs. Diagnosis: - external trauma to the arthroplasty after a fall caused development of a hematoma requiring surgical treatment with decompression, clearance of the hematoma and coagulation of the bleeding vessels. Temporary femoral head removal is required for adequate surgical access to the wound area after which a new head becomes necessary. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided x-rays and MRI by a clinical consultant concluded: external trauma to the arthroplasty after a fall caused development of a hematoma requiring surgical treatment with decompression, clearance of the hematoma and coagulation of the bleeding vessels. Temporary femoral head removal is required for adequate surgical access to the wound area after which a new head becomes necessary. If further information becomes available this investigation will be re-opened.

Event description:
Right tha was done with accolade stem and trident cup, trident liner ,v40 head at (B)(6) 2013. After that, the hematoma was formed by falling down and the patient had pain. The hematoma was confirmed by x-p and MRI and the v40 head was changed.